Manufacturer narrative:
Evaluation summary: analysis was performed on the returned device. The reported needle detachment was confirmed. The reported difficulty removing the plunger could not be replicated in a testing environment as it occurred during the procedure. In addition, the returned device analysis found one anterior cuff tab detachment that was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle detachment was concluded to be related to a potential product quality issue due to observed excessive glue on the posterior needle tip. The reported difficulty removing the plunger was the result of the damaged posterior needle shank remaining in the posterior needle guide. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to a 16f and the tavr procedure was completed. The two proglide did not achieve hemostasis; an additional proglide suture was attempted to close the access site. During plunger removal, the plunger was difficult to remove. After removal, it was notice there was a needle break. The broken piece was found housed in the proximal guide of the proglide device and not in the patient's anatomy. Another proglide suture from a new device was used with the other two pre-placed sutures to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.